Manufacturer narrative:
The reported complaint was confirmed via the data logs but it could not be duplicated during testing so a root cause could not be identified. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, the complaint indicates the issue occurred on (B)(6) 2020. Only the system log was provided. The log was exported on (B)(6) 2020. Before on (B)(6) 2020 the last time the central control monitor (ccm) was used was on (B)(6) 2020. At that time when a perfusion screen was opened only four roller pumps were used, no safety devices which is very unusual. There was no activity on (B)(6) 2020 when the issue was reported to have occurred. The last date that the system was used with pumps and safety devices was on (B)(6) 2020. On that date the ccm stopped logging while in a perfusion screen. This may indicate a ccm freeze but no way to tell for sure with just the ccm log.

Manufacturer narrative:
Evaluation is in progress but not yet concluded. Per the manufacturer's subsidiary, there was also a screen freeze prior to surgery. The ccm was powered off and back on which seemed to temporarily resolve the issue.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) touch screen froze. The perfusionist was able to control all pumps manually to continue the surgery. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b5, h3 and h6. During laboratory evaluation, the product surveillance technician (pst) could not duplicate the reported complaint. The ccm was powered on for 98 hours and the touch screen was observed to function as intended.

Event description:
Per clinical review: during a cardiopulmonary bypass procedure on (B)(6) 2020, the team had an incident with the central control monitor (ccm) on their heart lung machine (hlm) that would not accept user input or update information. The team was able to use local controls to control the roller pumps but other information did not update. They proceeded with the continuation of the surgical procedure without an issue and without delay. After the procedure, the team cycled the power and the ccm was then able to accept user input. There was no harm or blood loss associated with the incident.